Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, and delamination of valve. A leak test was performed which found delamination of valve. A microscopic analysis was performed which identified total delamination of the diaphragm flange disk assessed as adhesive failure. Based on the device analysis, the final assessment is delamination of the diaphragm flange disk assessed as adhesive failure

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.